Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Additionally, a contributing factor to the wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years.

Manufacturer narrative:
Concomitants: 200-03-32 - one peg patella 32mm, 2968489. 200-04-22 - cemented finned tib. Tra sz 2f/2t 2888969. 203-88-11 - (11-2954) ao/sodem 90x25x1.27 sawblade, 33046. 230-03-02 - optetrak asy,cr cemented femoral, sz 2, 2534017. Pending investigation

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2014. Approximately 8 years and 4 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044 (ngg) (mmh), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs allege that their knee or hip replacement devices failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.